Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of black power cable thread being damaged was confirmed via functional analysis. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis. Visual inspection revealed damage to the black power cable connector nut threading. Upon connecting the controller to a mock loop there was observed resistance when connecting the black power cable connector nut. Despite the observed resistance, with increased force the power cable was able to be fully threaded. The system controller passed all functional testing and operated as intended throughout analysis. The observed damage to the black power cable connector nut threading did not affect functionality. Per the provided information, the controller was out-of-box and the reported event occurred in the operating room during controller set up not yet in use with a patient. It should be noted stripped threading can be induced by the user even upon the very first effort to connect the system controller cables. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that during initial setup of the controller, an out-of-box malfunction occurred with the black power cable. The black power cable would not thread onto the battery clip. Attempts were made to thread the power cable onto multiple clips; however, the thread was so tight it couldn t be tightened down appropriately. The team decided to use a new controller.